Event description:
Pt reported that her infusion device "locked up". She removed the batteries and reinserted them. At the time the infusion device went through the self check correctly, but then went into stop mode. The pt reported that the audio signals were not working and could not be restored. No adverse event was reported. No medical assistance was required. The pt's infusion device was replaced and the affected product was requested to be returned.